Event description:
It was reported that the customer had a high blood glucose level of 407 mg/dl. Customer stated that he bolused for a meal, but he does not believe the pump delivered the bolus. Customer stated that he had a back-up plan. Customer stated that his reservoir was empty and the customer did not notice until the manual prime process. Customer stated that the insulin was pushed all the way out and he cannot see very well. Customer was advised to change the set every 3 days. Customer had issues with filling the reservoir and was not able to confirm how many units are in the reservoir. Customer was advised that his high blood glucose level was most probably due to an empty reservoir or low reservoir alert. The issues were user errors. The sets and reservoirs were not defective. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.